Event description:
It was reported that during a cryo ablation procedure, air came out of the side port of the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.